Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that during use of right ventricular (rv) lead, a warning triggered due to spike and high impedance. A fracture of the rv lead was noted, noise detected with arm lift, and touching around device pocket. A loose set connection between the implantable pulse generator (ipg) and rv lead is provided as reason. A rv lead and ipg revision procedure planned, and the product remains in use. Subsequently, the rv lead was explanted. No patient complications have been reported as a result of this event.